Manufacturer narrative:
Service repair/system analysis performed by distributor on july 15, 2016: the reported issue of ¿top screen didn¿t respond at all¿ was confirmed. According to the physician the treatment power for vapor was increased to 120w from 80w and after that the touch screen buttons didn¿t work at all. They tried to restart the system with same issue appearing again. It was confirmed that the issue was due to defective top cover. The top cover was replaced. Preventative maintenance was also performed during the service after replacing the top cover. The system was calibrated, tested and verified to manufacturer¿s specifications. Product evaluation: the replaced top cover s/n (B)(4) was received at the manufacturer on august 17, 2016. The top cover evaluation was completed on september 01, 2016 and was discarded. Probable root cause: based on the analysis report, the probable root cause was determined to be part being down revision.

Manufacturer narrative:
Conservatively reporting due to patient complaint of low back pain immediately post procedure. Resolved after sleeping that night.

Event description:
It was reported that soon after the start of a surgical procedure at 205,449 joules of use and 39:15 minutes, the laser wattage had increased from 80 to 90 watts. It had been increased to 120 and the display had shaken and finally freeze. Reportedly, there was no damage noted with the fiber. The fiber tip (cap) was cleaned during the procedure. The console was restarted and the procedure was completed by utilizing the same console and second fiber at 108,718 joules. Patient outcome: ¿after the surgery, the patient had a pain in the low back but recovered after slept one night.¿ the patient did not remain overnight in the hospital. No injury to the patient reported. There was no further information reported.